Event description:
It was reported that a refill was being performed and the health care provider (hcp) was aspirating ¿copious amounts¿ 35cc of yellow tinged fluid and had never seen that before. The expected residual volume had been 9.5cc. It was noted, the hcp was not in a facility that had the option to perform x-ray or fluoroscopy when troubleshooting options were discussed. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported date. The previously reported date was submitted as 2014-12-07, but should have instead been 2015-12-07.

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (type, dose, concentration, and lot # unknown to reporter). The patient's indication for patient use was intractable spasticity and multiple sclerosis. The patient had a pump for the last 15 years. The patient had been evaluated by two hcps (healthcare providers) and they were concerned and surprised about the amount of fluid that surrounded the pump (120-140 mls). The fluid began accumulating since 2013. The fluid was not from the pump or medication, and it had no color or no infection. The pump seemed to be floating because of the fluid. The consumer had suggested to the hcp to take a sample of the fluid and have it tested to find its identity, but the hcp had not done anything about the issue. The hcp withdrew the fluid but did not know why it was present. The patient had not had any falls or trauma around the time at which the fluid accumulation began. The patient was on 15 different types of unspecified medications and it wasn't known if any of the medciations are different. Additionally, the patient's pump medication had not changed since the pump was first implanted. It was noted that the patient's pump was refilled every 85 days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative later indicated that the issue was ongoing and for the past 4-5 refills a day or two post pump refill, the patient had fluid accumulation/seroma over the pump pocket area where the doctor had to aspirate 100-150cc of fluid, it was thought that this had been ongoing for a year or longer. The patient was reaching efficacy. The fluid was tested and was found to be normal body fluid, not cerebrospinal fluid, not drug. The patient was scheduled to have a pump refill on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient didn't have symptoms. It was reported there was a discrepancy in the baclofen removal that was subsequently resolved. The expected volume had reportedly been 9.5ml and the actual volume in the pump was 10ml. The 35ml of yellow tinged fluid removed from the pump was not baclofen. In terms of troubleshooting, the device manufacturer had been contacted for advice. It was reported a subsequent attempt revealed the yellow tinged fluid was not from the pump. In terms of how the patient was doing, the patient had no effects from the event and was still receiving effect therapy from their baclofen pump. Nothing would be returned to the device manufacturer. A visit note from the refill on the event date was provided. It was reported while using a non-coring the health care provider (hcp) had attempted to access the pump port but was unable to. Assistance was obtained from registered nurse who then attempted to access the pump port. At that time the 35ml of yellow colored fluid was withdrawn. It was noted "unsure of proper placement of needle". After contacting the device manufacturer, it was recommended the needle be removed. The patient was assisted to a flatter location to lie and the pump was re-read with a residual volume reading 9.2ml. The pump port was then accessed using a non-coring needle. A residual volume of "just under" 10 ml of clear and colorless fluid was removed and discarded. The pump was then refilled with 40ml of preservative free baclofen. It was noted the needle placement had been verified by periodic aspiration of medication during the refill process. The pump was updated with the new reservoir volume and the daily dose remained unchanged. The patient tolerated with procedure without any difficulty.

Manufacturer narrative:
Product ID 8709, lot# l78417, implanted: 2000 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
The other relevant components include: product ID 8709 lot# l78417 implanted: (B)(6)2000 product type catheter product ID 8709 lot# l78417 implanted: (B)(6)2000 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of approximately 850mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the catheter was kinked and the patient was not getting the medication they were supposed to be getting. It was noted that there was fluid in the pocket and they have to keep removing the fluid from the pocket each time they went in for a refill. It was noted they would drain about 140cc out of the pocket and it was noted that it happened on several occasions, and then stated it was every time they had a refill. It was noted that the fluid was clear and not an infection. The fluid was sent to the lab and the lab said it was body fluid. It was noted that the healthcare professional (hcp) decided it was the medication filling the pocket. It was also noted that with the amount of fluid they were removing, it was not medication. It was stated there was way more fluid than what would have been in the pump. The pump pocket would swell up and look like a balloon. There was no out of box failure, and a medical or therapy problem associated with small parts was not reported. They were redirected to healthcare professional as they were inquiring about the shelf life of the medication in the pump. They also wanted to know other options to correct a flipped pump. It was noted that the patient was very think and when they were put on lyrica it caused them to gain weight. The patient's normal weight was noted to be (B)(6), but was around (B)(6) when on lyrica. Since being taken off of lyrica they are about (B)(6). The patient lost about 30 pounds in a year and the weight loss was not due to the pump but due to the lyrica. Event date was 2017 (about a month ago and then stated yesterday (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-sep-28 reported regarding the catheter kink in 2013, they stated that the patient's weight was about (B)(6) at that time. The patient's husband noted that they were not able to figure out what caused the catheter kink in 2013 (they noted that 2013 was an approximation), and stated that the patient had limited mobility so they did not think the patient's limited physical activity contributed to the kink. The patient's husband confirmed that the patient had not fallen in the last several years, and noted that the kink was not discovered until the pump and catheter were replaced in (B)(6)2017, so no extra interventions were taken. They stated that the kink was resolved, and they thought that the surgeon probably threw the catheter away, but did not know if there was intent to return it for analysis. No further complications were reported/anticipated.